Event description:
Info was provided that the pt had a percutaneous gastrostomy in 2008. The pt complained of pain in the abdomen for the next few days after the procedure. A plain film was done in 2008, which showed free intra peritoneal air. The pt was then admitted and a laparotomy was performed, which showed a leak at the site of the gastrostomy. The gastrostomy was then removed and the leak and hole in the stomach were sutured.

Manufacturer narrative:
Still under investigation at this time.